Manufacturer narrative:
It was reported by the clinical project leader that the products will not be returned for investigation. The manufacturer did not receive devices, x-rays, or other source documents for review. The cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
It was reported that due to osteonecrosis, the patient underwent total hip arthroplasty in (B)(6) 2009. Six weeks after surgery, the patient was diagnosed of suffering from an infection (enterococcus faecalis) and for the succeeding 6 weeks, the patient was receiving antibiotic through infusion. Due to the deep infection, the surgeon decided that the patient should undergo revision surgery to remove the components. The revision surgery was performed on (B)(6) 2009. The event occurred during a clinical study and was reported by the clinical (B)(4) to zimmer. According to the report received, it is uncertain whether the infection is related to the medical devices. It is also mentioned in her report that the products will not be returned.